Event description:
Reporter indicated that vns pt was experiencing stridor with stimulation. It was reported that before vns implant, the pt had a thyroidectomy along with subsequent unilateral vocal cord paralysis as a result. The pt developed stridor with stimulation after vns implant. The pt's device has been programmed to off because of the stridor.